Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water cylinder and channel could not be identified and a definitive root cause of the issues could not be determined, as there were no observed device deformations that might contribute to the retention of foreign material and it could not be determined if the facility device reprocessing was implemented in accordance with the IFU, however, the issues were likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had compression on the insertion tube. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material in the air/water cylinder/tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the initial leakage and electrical safety tests passed. The air/water cylinder had no color. The suction cylinder had no color. The scope cover had a scratch. The scope connector case unit had a scratch. The plastic distal end cover had a dent. The adhesive on the bending section cover had a crack. The connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.